Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2500 ohms, high thresholds and intermittent capture on the right ventricular (rv) channel. A boston scientific field representative stated he could visualize the lead fracture prior to it being explanted. A revision procedure was performed and this rv lead was removed from service and replaced. No adverse patient effects were reported.